Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations showed that the inner coil at the connector region was over torqued consistent with procedural damage. The reported event of high pacing lead impedance was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high pacing impedance on the right ventricular (rv) lead was noted despite multiple repositioning attempts. The lead was exchanged. The patient was stable with no adverse consequences.